Manufacturer narrative:
Device analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis ( deformation ) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported "capsular contracture, grade iii". This record is for the left side. Device was explanted and replaced with another manufacturer¿s device. Device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, grade iii".

Event description:
Healthcare professional reported "capsular contracture, grade iii". This record is for the left side. Device was explanted and replaced with another manufacturer¿s device. Device will be returned.